Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: as there was no reported failure, no confirmation of failure could occur but upon physical review of the instrument a broken condition was identified. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
The following device was received as blind unit product code: 221750041; lot# s02049989 / s02045308 with no associated adverse events or information related to any patient harms. The product was investigated.